Manufacturer narrative:
The reported field event of sensing and outpot anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. Ventricular lead was found to be dislodged. Twiddler¿s syndrome was noted. Patient mentioned that the device was frequently turned over in its pocket by patient¿s infant. Device was explanted and replaced. During procedure, it was noticed that the screws could not be retracted into the ventricular lead. There were no complications reported during the procedure.

Event description:
New information received notes that the patient was doing well post-procedure.